Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that patient faced four infusion set blocked alarm event on 15-jul-2024 due to site blockings. No further information available.